Event description:
It was reported by the customer that the pyxis medstation es system station has no power.the customer stated that there was a delay removing medication from the failed drawer.there were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was found that failure was attributed to the drawer controller pcb and drawer 2.1, which prevented the lio from initiating. A field service engineer, replaced controller pcb in drawer 2.1 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.